Event description:
On 10/18 tibial components replaced for worn out component, implanted 15 yrs ago. On 10/24/96 the knee was noted to be subluxing. Pt returned to or on 10/25 for complete revision of right total knee. (Co found component implanted). Md believed it may of been combination of the tibial implant and pt's knee structure which caused the subluxation.